Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy procedure, at gastric tube construction after esophagectomy, stomach resection was performed using the handle. The nurse attempted to replace the reload after the first firing, but the reload was unable to be removed from the handle. A new product was used and the procedure was continued. At the fourth firing, the firing knob of the handle was unable to be pressed and firing was not performed. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the first instrument noted the firing knob was advanced. Visual inspection of the second instrument noted that the center bar had retracted in the retainer. Visual inspection of the first single use loading unit (sulu) noted it was received fully fired and the interlock was engaged. The knife blade was advanced. Microscopic inspection revealed no damage to the knife blade. No sulu was received with the second instrument. The visual inspection of the first device noted the firing knob was advanced. Functional testing was performed which included resetting and loading the sulu into the first returned device. The sulu unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to the appropriate test media with acceptable results. Functional evaluation of the second instrument could not be performed due to the center bar in the retainer. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instructions for use (IFU) states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The IFU includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.